Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had invalid cubie memory error and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station which cause slight delay in patientcare workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pockets showed invalid cubie memory error. A field service engineer checked with hardware test application and restarted the station to resolve this issue. The system functioned as intended after a field service engineer troubleshot the device.